Event description:
It was initially reported that the catheter was not working properly on the cco side; it was locking into bolus mode and giving faulty co numbers. The catheter was working in the or; however, in ICU the staff was getting values of 1.0 for cardiac output after shooting a bolus. The patient's hemodynamics were not changing and the staff could see that the patient was fine. There were no patient complications.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe and contamination shield. The proximal end of the contamination shield was approximately 95cm from the tip. Examination revealed that when the thermistor was submerged in a 37.0c water bath, it read 37.1c on a vigilance I monitor. Thermistor temperature reading accuracy is +/- 0.3c, per the vigilance manual. The catheter ran cco on a vigilance I monitor for 5 minutes with no error messages observed. No visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. Thermal filament resistance with the leadwires was measured at the connector; the resistance value of the thermal filament circuit was measured and found within the specification. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. Upon removal of the contamination shield, two indentations were observed approximately 95cm from the tip. No visible damage was observed on the returned monoject syringe. The lot number was not provided, therefore a review of the manufacturing records could not be completed. The complaint could not be confirmed during the evaluation; the catheter functioned normally. Although the cause of the complaint could not be conclusively determined, procedural factors may have contributed to the report. No actions will be taken at this time.